Event description:
On (B)(6) 2012, it was reported that the patient is being referred for prophylactic replacement but that the patient has been experiencing an increase in seizures. The patient was noted in clinic notes to have had an infection in 2009 but the consultant stated that it was (B)(6) and was unrelated to vns. The patient later reported that her x-rays state that she has (B)(6). Follow-up with the physician revealed that the x-rays do not state that the patient has (B)(6). Although surgery is likely, it has not occurred to date. Good faith attempts for further information have been made but no further information has been received. A battery life calculation was performed which showed a negative amount of time remaining until eri=yes.

Event description:
Additional information was received on (B)(6) 2012, when the physician reported that the increase in seizures was first reported on (B)(6) 2012, but had been occurring several weeks prior. The increase in seizures was back to pre-vns baseline levels. According to diagnostics, the lead is fine. The physician believes that the increase in seizures is due to loss of therapy. The patient does not have multiple seizure types. No programming changes, medication changes, or other external factors preceded the onset of the event. I was also reported that the patient's (B)(6) reported on the x-rays was not the same (B)(6) as back in 2009 that was unrelated to vns, but this mrsa is still unrelated to vns. Although surgery is likely, it has not occurred to date.

Event description:
Additional information was received on (B)(6) 2012, when it was discovered that the patient underwent a battery replacement on (B)(6) 2012, due to prophylactic reasons. The explanted generator could not be returned for product analysis as the hospital discarded the device.